Event description:
Upon the preventative maintenance of a da vinci surgical system by intuitive surgical, inc. (Isi), a field service engineer (fse) observed that the patient side monitor (psm) failed cable tension and viscous drag testing. Another psm failed the brake weight drop test. Both psms were replaced to resolve the issues. The cannula mount was sticking, and it was replaced as well. There was no report of patient involvement or adverse outcomes.

Manufacturer narrative:
The two patient side manipulators (psms) arms were returned to intuitive surgical, inc. (Isi) for failure analysis investigation. Patient side manipulator (psm)arm 1, part number 380900-01, serial(B)(4): engineering found the psm failed the in-house weighted brake drop test. The axis 1 and 2 brakes were replaced to correct the problem. Patient side manipulator (psm) arm 2, part number 380900-01, serial (B)(4): engineering found the psm failed the in-house weighted brake drop test. The axis 1 and 2 brakes were replaced to correct the problem as well as the shaft, bearings, and gears. The psm passed single sweep testing. This complaint is being reported due to the patient side manipulator arms failing the weighted brake drop test during failure analysis. Although this was found during preventative maintenance and no patient involvement occured, if this malfunction were to recur it could likely cause or contribute to an adverse event.